Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone, the battery on the insulin pump wasn't lasting more than two days. Troubleshooting was performed and a new a battery cap was sent to rule out any issues with the battery cap. Customer's mother called back on 07/25/2015 and stated the batter cap was received and she continued to have issues with low battery. The device continues to alert low battery after three day use. Customer mother was advised the device needed to replaced and she agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no low battery alert alarm occurred during our testing and has normal operating currents. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.